Event description:
Internal programming history was reviewed. No known surgical intervention has occurred to date.

Event description:
It was reported that the physician observed high impedance on this patient's device. X-rays were performed and sent to be reviewed by the manufacturer. The x-rays were received and reviewed. Based on the images provided, the cause of the high lead impedance could not be determined although it should be noted that an area of suspicion was observed in the lead just above the generator in the patient¿s chest. The presence of a micro-fracture and incomplete pin insertion also cannot be ruled out. No known surgical intervention has occurred to date. No further relevant information has been received to date.